Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, parity 1 and gravida I. Previously administered products included for an unreported indication: liothyronine sodium and levothyroxine sodium. Concurrent conditions included obesity, hypothyroidism, asthma, prediabetes, knee pain, anemia, migraine, headache, oligomenorrhea and ovarian cyst. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), back pain ("lower back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (she underwent a pelvic surgery/ bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, back pain and pain in extremity was resolving, the menstruation irregular, dyspareunia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pathology test - on (B)(6) 2015: result: bilateral fallopian tubes and essure coils. Histologically unremarkable fallopian tube tissue.. Ultrasound pelvis - on (B)(6) 2014: result: small amount free fluid, ovaries normal. Consider possibility of recently ruptured cyst vs pid.; on (B)(6) 2014: result: free fluid in cul-de-sac. Ovaries unremarkable. Small amount of free fluid. Most recent follow-up information incorporated above includes: on 18-feb-2019: pfs received. Her demographic details were updated. Reporter information added. Product indication updated. Essure lot number added. Race information added. Suspect drug explant date added. Following events were added: abnormal bleeding (vaginal), menorrhagia, lower back pain, legs pain. Event severity added for: pelvic pain, lower back pain and legs pain. Event outcome added for: pelvic pain, lower back pain, legs pain, dysmenorrhea(cramping) and fatigue. Historical and concomitant medications were added. Medical history added. Lab data added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (she underwent a pelvic surgery). At the time of the report, the pelvic pain, menstruation irregular, dyspareunia, dysmenorrhoea, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, menstruation irregular, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, parity 1 and gravida I. Previously administered products included for an unreported indication: liothyronine sodium and levothyroxine sodium. Concurrent conditions included obesity, hypothyroidism, asthma, prediabetes, knee pain, anemia, migraine, headache, oligomenorrhea and ovarian cyst. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), back pain ("lower back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (she underwent a pelvic surgery/ bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, back pain and pain in extremity was resolving, the menstruation irregular, dyspareunia, weight increased, vaginal haemorrhage and menorrhagia outcome was unknown and the dysmenorrhoea had resolved. The reporter considered back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, menstruation irregular, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Pathology test - on (B)(6) 2015: result: bilateral fallopian tubes and essure coils. Histologically unremarkable fallopian tube tissue.. Ultrasound pelvis - on (B)(6) 2014: result: small amount free fluid, ovaries normal. Consider possibility of recently ruptured cyst vs pid.; on (B)(6) 2014: result: free fluid in cul-de-sac. Ovaries unremarkable. Small amount of free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.